Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and failed due to major damage. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a missing sensor wire occurred. The wearable was inserted into the arm on 04/01/2024. Upon sensor pod removal, the sensor wire was not visible. The event occurred the day of sensor insertion into the arm. The patient went to her primary care provider to have her skin checked after she noticed the missing sensor wire. The doctor numbed the patient¿s skin, made an incision using a scalpel, and used tweezers to try to find and remove the sensor wire. However, no retained sensor wire could be found. The doctor left the wound open in the event that the wire would ¿work itself out¿ and then bandaged the area. After 2 days, there was still no evidence of a retained sensor wire. The patient will be having an x-ray done next. The area is now painful, swollen, and bluish in color due to the incision made by the patient¿s doctor. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).